Event description:
The ovatio ICD involved in this MDR was implanted on (B)(6) 2009 to replace a biotronik system that was explanted because the patient received inappropriate shocks due to unknown emi. Reportedly, the replaced biotronik system had also been implanted to replace another ICD system explanted for the same reason. The caller reported that the ICD system explanted for the same reason. The caller reported that the patient receives inappropriate shocks 2 or 3 times a year due to emi oversensing. Reportedly, this patient lives in the (B)(6).

Manufacturer narrative:
On (B)(6) 2010, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.